Manufacturer narrative:
As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were evaluated; however, no signs of foreign matter were identified. A device history record review was completed for provided material number (B)(4) and lot number 2307129. The review did reveal one (1) quality notification during the production process that may have contributed to the reported incident. It is possible that this issue resulted from embedded particles in the syringe during the molding process. Due to the high working temperatures, some particles can remain stuck in the walls of the molding components and become burnt. These particles may then become embedded in the molded components. After detection of this issue (related quality notification) a failure in the segregation of faulty product could have occurred. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd discardit has foreign matter inside the syringe. The following information was provided by the initial reporter: brown dirt inside the syringe. During use.